Manufacturer narrative:
During inspection and testing of the returned device, no image was visible due to a deep cut that was observed in the sheath of the camera cable. Due to the malfunction of the image functionality, the white balance could not be adjusted which caused error code e311 (scope communication error) to be displayed. In addition, visual inspection of the coupler showed signs of corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the subject device to olympus with a report that the cable on the camera head was damaged. The device was returned to an olympus service center for evaluation. During inspection and testing, no image was visible and error code e311 (scope communication error) was displayed. This report is being submitted for the malfunction found during evaluation (no image and error code e311). There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The investigation confirmed the error code e311, which occurs when white balance can¿t be adjusted, most likely due to the image not being displayed and it being completely black, the white balance could not be adjusted. The specific root cause of the white balance not being adjusted could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.